Event description:
Received a copy of the customer's medwatch voluntary report from FDA which states, ¿dose rate set for propofol infusion pump as per protocol. Rate reflected on channel. Blood pressure dropped within 15 min. Propofol. Set on delay. Interventions were required to stabilize patient. Following patient stabilization, it was noted propofol bottle that had been put on delay was nearly empty. Tubing was discontinued and placed on new IV pump. Please note several alaris pumps are suspected. Occurrence happened with one patient". There was patient involvement and the medwatch report indicates type of event: "serious injury" and outcomes attributed to adverse event: "required intervention" due to "low blood pressure/hypotension." The medwatch report did not have the information on the initial reporter's name, facility, and contact information. The information on the device serial numbers and details were not disclosed.

Manufacturer narrative:
The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.